Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had partial display and experienced high blood glucose. The customer¿s blood glucose was 388 mg/dl. Customer stated the other blood glucose value was 200 mg/dl to 300 mg/dl. Customer was treated with manual injection. Customer declined for high blood glucose troubleshooting. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.